Event description:
Reporter alleged obtaining discrepant blood glucose results of 17mg/dl back to back with 143mg/dl when testing was performed within 10 minutes on the advantage system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.